Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose levels since (B)(6) 2017 when they got a motor error on their pump. The customer had blood glucose of 49 mg/dl at the time of the incident. The customer was at 41 mg/dl at the time of the call. The customer used food to treat. The customer states that the reservoir shows less insulin than the pump screen does. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self test, off no power test, error test, occlusion test, prime test, excessive no delivery test, displacement test, displacement accuracy test or verify possible over delivery bolus anomaly due to motor error alarm. Pump passed idle current test and run current test. Pump received with minor scratched display window and cracked reservoir tube lip.